Manufacturer narrative:
H4: the device was manufactured from november 7, 2019 - november 8, 2019. H10: the actual device was received for evaluation containing 13 ml of residual drug fluid in the device. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a ce infusor sv (small volume) had "low flow". The was identified during use of the device, during set up. There was no patient involvement. No additional information is available.